Event description:
The physician was treating a stroke patient when he realized the penumbra aspiration pump seemed to not be providing adequate suction. The adjustment knob was turned to increase the aspiration level, but the reading on the aspiration valve was not changing. They decided to use their back up pump and completed the case successfully.

Manufacturer narrative:
Conclusion: this device is available for return and a follow up MDR will be submitted upon completion of the device investigation.